Event description:
Customer complaint - limited data available. Customer reveived inaccurate readings using the device.

Event description:
Customer complaint - limited data available customer complaint: I have a caretouch blood glucose meter. I am not diabetic so have not checked in a while. This morning I checked and got a 153 fasting reading...high. So I took a second reading and got 123, then a third at 115, and a fourth at 135. Could my meter be bad?

Event description:
Customer complaint - limited data available . Customer reveived inaccurate readings using the device.